Event description:
It was reported by customer that he had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer was given intravenous insulin drip while in the hospital. Customer does not have the device available for troubleshooting. Customer's blood glucose level was 500 mg/dl at time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.